Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 211 mg/dl while the sensor glucose reading was 59 mg/dl. The customer was advised that sensor glucose versus blood glucose difference is not within acceptable range. The customer stated that her sensor kept shutting her pump off saying she is low when she is not. The customer stated that she calibrated 4 times a day. The customer was advised to replace the sensor.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.